Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation the device was returned to olympus for inspection and the reported failure was confirmed. During evaluation found error e433 was coming and unit booting itself due to faulty high voltage power supply (hvps) board and found burn mark on hvps board. Based on the results of the investigation, the reported issue was caused by a component failure of the hvps board. However, the definitive root cause of reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator was showing error code e433 on display. The issue occurred at maintenance. There were no reports of patient harm.